Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of death: (B)(6) 2012. Date of event: (B)(6) 2012. Date explanted - remained implanted. (B)(6). This information was originally reported on 1825034-2015-05110 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study" which aimed to investigate potential advantages of magnum group compared to conventional group in terms of range of motion, dislocation while maintaining the same function improvement and pain reduction; and to investigate metal ion release in asian population. A patient was identified in the article that underwent total right hip arthroplasty on (B)(6) 2011. Subsequently, the patient experienced a cerebral infarction on (B)(6) 2011. The patient expired due to cerebral infarction on an unknown date in (B)(6) 2012.